Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose level. The blood glucose level of customer was 600 mg/dl. Current blood glucose level was 245 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that auto mode feature was active at the time of incident. The sensor had change sensor alert. The insulin pump will not be returned for analysis.